Event description:
It was reported that the power plug had loose wires inside causing the plastic of the plug to melt. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician replaced the power plug and returned the unit to service.